Event description:
It was reported that on 2014-(B)(6), the ¿lead from the pump to the catheter spiraled on top of my l4 which looked like the inside of a tape measure and created an egg size lump¿. The detail of the issue stated ¿broken lead from pump to catheter ¿ manufacturer fault connector¿. Upon feeling and seeing this, the patient immediately went to the emergency room (ER) and had to have emergency surgery the following day. The patient indicated lack of effect as she stated ¿once the pain dosage is increased to where I¿m at 50% of pain relief I will believe this was worth it¿. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).